Manufacturer narrative:
The reported event of the morphology score values changing down to zero for similar qrs complexes was confirmed. Based on the information provided, it was determined that the 0% match scores are caused by variations in signal peak amplitudes resulting in the shift of the reference points and the misalignment between the scored qrs complexes and the template. The firmware is performing per design.

Event description:
During an in-clinic follow-up, a morphology score anomaly was noted on the device. No intervention was performed at this time. The patient was in stable condition.